Event description:
It was reported that during an unspecified procedure, the teflon pad was peeling and cracked. There was no pt injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was been returned to olympus for evaluation. The evaluation found the surface of the teflon pad was burnt. Further analysis showed the outer sheath of the insertion section to be loose and buckled.